Event description:
It was reported, during the on (B)(6) 2024 explant (related manufacturer reference numbers: 1627487-2024-11997, 1627487-2024-11998) the l3 lead was severed and partially removed. As a result, surgical intervention may be undertaken to remove the fragmented lead.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.